Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the investigation is inconclusive for perforation of the ivc. Based upon the available information the definitive root cause for this event is unknown. It is still unknown whether the alleged failure was associated with a bard or boston scientific filter. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. All these above complications have been associated with serious adverse events such as medical intervention and/or death. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information: per patient report, the filter was discovered by her oncologist who stated the vena cava filter was the cause of her pain. The patient was prescribed pain medication which she does not use. The patient stated that a vascular surgeon plans to retrieve the filter; however, no appointment has been scheduled.

Manufacturer narrative:
Received medwatch mw5056844. No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 12 years post vena cava filter deployment, patient was seen for complaint of abdominal pain and shortness of breath. Multiple tests performed; allegedly, identified a filter limb perforation in the ivc. No reported attempt has been made to retrieve the vena cava filter. The patient status at this time is unknown.